Manufacturer narrative:
Therefore, post-dilation with a smaller balloon was conducted and then an additional post-dilation with a bigger balloon was conducted and so the 1st cypher select plus stent was implanted at the migrated portion. Afterwards, a 2nd cypher select plus (3.0 x 33mm) was implanted proximal to the 1st cypher select plus, overlapping it, and then a 3rd cypher select plus (3.5 x 18mm) was implanted proximal to the 2nd cypher select plus, overlapping it. The physician was planning two stents implantation, but consequently three stents were implanted in order to not leave the lesion untreated at the proximal portion of the target lesion. It is unknown if the 1st and the 3rd stents were protruded from the target lesion. Ivus and post-dilation were conducted and the procedure was finished successfully. There was no patient injury reported. The sds will not be returned for analysis because it was discarded at the hospital. The physician did not indicate any anomalies prior to use. The device prepped normally. Concomitant medical products: runthrough guidewire, brite tip guide catheter, lacrosse, quantum maverick and tazuna balloons, terumo's sheath and cypher select plus 3.0 x 33mm and 3.5 x 18mm. During a pci, the balloon of a cypher stent delivery system ruptured while inflating below nominal pressure. The under-expanded stent moved to the distal area of the lesion where it was deployed with the inflation of another balloon. The inaccurate placement of this stent resulted in the need to use an additional stent to satisfactorily cover the target lesion. The information received indicated that the patient was admitted with a 90% stenosis in the mid to distal right coronary artery (rca). The lesion was de novo, slightly calcified and moderately tortuous. The lesion was pre-dilated and ivus was conducted and then a 2.5 x 28mm cypher select plus was delivered to the target lesion without friction. The physician indicated that he did not have difficulty passing the stent deployment system through the guiding catheter. Resistance experienced while crossing the lesion was not indicated. The physician did not indicate of any excessive force being applied during insertion. When the balloon was being inflated up to 6atm, contrast medium leakage under coronary angiography (cag) was observed and the physician confirmed that the balloon of the cypher select plus ruptured. Then, the physician retrieved the sds of the cypher select plus from the patient and a balloon catheter was delivered inside the under-expanded cypher select plus stent for post-dilation, but the stent moved to the distal portion of the target lesion. Therefore, post-dilation with a smaller balloon was conducted and then an additional post-dilation with a bigger balloon was conducted. A 2nd cypher select plus (3.0 x 33mm) was implanted proximal to the 1st cypher select plus, overlapping it, and then a 3rd cypher select plus (3.5 x 18mm) was implanted proximal to the 2nd cypher select plus, overlapping it. The physician was initially planning to cover the lesion with the implantation of two stents, however, three stents were implanted in order to completely treat the proximal portion of the target lesion. Ivus and post-dilation were conducted and the procedure was finished successfully. The sds will not be returned for analysis because it was discarded at the hospital. The physician did not indicate any anomalies prior to use. The device prepped normally. The product is not available for evaluation. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 15338041 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. (B)(4). No issues were noted that were considered potentially related to the reported complaint. No nonconformance records were issued for this lot. No excursions were found for lot 15338041. (B)(4). It was observed during review that nonconformance records and process excursions were issued for this lot. No other incidents were noted that could be potentially related to the complaint reported. Crimping machine parameters were reviewed according to mwi 11920483 rev: 6, and no anomalies were found. Crossing profile inspection and fpi and lpi test results were reviewed and no anomalies were found. Stent retention results were reviewed and no anomalies were found. The functional test results (multiple inflation and balloon burst test) were reviewed and no anomalies were found. Based on the information provided and without the product available for analysis, it is not possible to draw a conclusion about a clinical relationship between the device and the event. However, there are possible vessel characteristics, specifically the vessel calcification and tortuousity, that may have contributed to the balloon burst and subsequent inaccurate placement of the under-expanded stent necessitating additional stenting for optimal lesion coverage. No corrective or preventive action will be taken at this time because there has been no specific root cause identified that can be attributed to either the product design, raw materials used or the manufacturing process.

Event description:
The information received indicated that the patient was admitted with a 90% stenosis in the mid to distal right coronary artery (rca). The lesion was de novo, slightly calcified and moderately tortuous. The physician indicated that he did not have difficulty passing the stent deployment system through the guiding catheter. Resistance experienced while crossing the lesion was not indicated. The physician did not indicate of any excessive force being applied during insertion. The lesion was pre-dilated and ivus was conducted and then a 2.5 x 28mm cypher select plus was delivered to the target lesion without friction. When the balloon was being inflated up to 6atm, contrast medium leakage under coronary angiography (cag) was observed and the physician confirmed that the balloon of the cypher select plus ruptured. Then, the physician retrieved the sds of the cypher select plus from the patient and a balloon catheter was delivered inside the under-expanded cypher select plus stent for post-dilation, but the stent was migrated to the distal portion of the target lesion.